Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: user's test strip had poor storage.

Event description:
Customer complains of "lo" results. Customer states he feels well and requires no medical attention. The customer's expected blood results are 80-250mg/dl not fasting. Verified the strips expired 05/15/2018. Customer confirms the strips are stored in the kitchen and were first opened (B)(6) 2015. Reviewed meter memory: (B)(6). Customers concern: 69mg/dl (B)(6) 2015 8:00am. Customer called stating they tested his wife and his blood sugar and obtained a "lo" result, the customer drank some water with syrup and their blood sugar was around 100mg/dl. Adverse event not reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause: user's test strip had poor storage.

Event description:
Customer complains of "lo" results. Customer states he feels well and requires no medical attention. The customer's expected blood results are 80-250mg/dl not fasting. Verified the strips expired 05/15/2018. Customer confirms the strips are stored in the kitchen and were first opened (B)(6) 2015. Reviewed meter memory: (B)(6). Customer called stating they tested his wife and his blood sugar and obtained a "lo" result, the customer drank some water with syrup and their blood sugar was around 100mg/dl. Adverse event not reported.